Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with currents within specifications. No blank display noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the display on the insulin pump has gone blank two times during the week. Customer stated she has to frequently change the battery. Customer also reported that the alarm history showed a bad battery alarm. Customer stated that she had high blood glucose because the insulin pump went blank and the insulin delivery was stopped. She also had low blood glucose of 56 mg/dl. The insulin pump has no damage and was not exposed to moisture. Nothing further reported.